Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and textured implant exchange due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken crease sharp. Based on the device analysis the final assessment is: broken crease sharp in the side radius assessed as fold flaw opening. Additional information: b.7, d.10, h.3, h.6. Corrected data: d.4, h.4.

Event description:
Healthcare professional reported right side rupture and textured implant exchange due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7, g.3, h.3, h.6.

Event description:
Device has been explanted.